Event description:
It was reported that the device was implanted 12 days past the use by date (ubd). No issues were reported.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 97791, lot# n389906, implanted: (B)(6) 2013, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).